Manufacturer narrative:
G4: 11nov2020. B4: 11nov2020. The philips remote service engineer (rse) reached out to the customer to obtain further information and confirmed there was no malfunction. The customer was inquiring about price and did not require service. No further action required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13nov2020. B4: 16nov2020. The philips remote service engineer (rse) reached out to the customer to obtain further information and could not confirm the malfunction. The customer was inquiring about price and did not request service. The customer refused service. The device was not available for evaluation. The reported issue remains unknown. No additional details regarding the reported problem and its resolution are available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device had a an unspecified alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.